Event description:
Plaintiff was employed as a nurse and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering various symptoms related to latex exposure. Plaintiff alleges developing a latex allergy.